Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore before/during loading. Damage was noted while removing from vial. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found the lens haptic torn, deformed with debris on the lens. Corrected data: h6 - health effect - implant code: 2199 should have been included. Claim#: (B)(4).